Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for low blood glucose. The blood glucose reading was at 330 mg/dl, but then dropped to 50 mg/dl. Prior to hospitalization, the customer primed the insulin pump while she was connected and she received a large amount of insulin. It was also stated that the insulin pump was not priming correctly and it had a crack on the casing. Nothing further was reported.